Event description:
During evaluation, the force sensor assembly was found to be damaged.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). During evaluation the force sensor assembly was found to be damaged. During testing, the pump failed to detect the filled cartridge. Unrelated to the complaint, the battery compartment was found to be cracked and the pump was missing a rubber bumper pad.